Manufacturer narrative:
The investigation concluded that the product performed as designed and intended. The appropriate factor posted for all four products, and a user with appropriate access was able to override the system in an emergency situation. There is no corrective action required, as it is important to allow users to give the least incompatible or incompatible blood when clinical need for blood products override the possibility of a transfusion reaction, as determined by a physician. Safetrace tx includes extensive safety checks to prevent the transfusion of unsuitable blood products. These safety checks are performed automatically throughout the system as part of the normal processing of blood components. In addition to alerting the user of the transfusion of unacceptable or unsuitable products, safetrace tx provides the user with information as to what makes the item unsuitable or unacceptable. Only a user with the appropriate level of authority can make the decision to override and proceed after reviewing the information provided. The system captures and maintains the identification of the authorized user who made the decision.

Event description:
On november 16, 2023, haemonetics became aware from an internal source that a 32-year-old female patient death occurred during emergency care at the customer's facility, ardent health services nashville, tn. Haemonetics was in the process of investigating an inquiry from this customer and looked up the patient's record in safetrace tx which indicated the patient was deceased. The record displayed in the system history indicated four "product not compatible with patient" prohibiting factors for o positive fresh frozen plasma was issued using safetrace tx's emergency issue process. During the emergency procedure, the record displayed a history of 32 products in total transfused to the patient. It was also noted in the safetrace tx patient history record that a transfusion reaction investigation was performed by the customer's facility, with the physician's evaluation noted as: imputability: doubtful (evidence in favor of another cause of death, however transfusion cannot be excluded) for the incompatible fresh frozen plasma components. During a meeting with the customer on november 17, 2023, the safetrace tx administration guide and the customer's prohibiting factor override permissions were discussed. The customer did not mention that a patient death took place and did not imply that safetrace tx or haemonetics products were involved in the scenario. The customer only requested information on prohibiting factors and their override permission settings. Haemonetics has no information regarding patient symptoms presented during emergency care or cause of death. Safetrace tx performed as designed and intended as the appropriate factor posted for all four products and a user with appropriate access was able to override the system when blood products were needed in an emergency care situation.